Event description:
Pt is not sure if she had metal in her body from her surgery in 2002 or not. Had MRI done yesterday. Device started jerking pt inside and outside. Pt had chest pains, palpitations and in lot of pain. Pt screamed for 2 minutes and techicians did not check on her.